Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was above 600 mg/dl at time of incident and current blood glucose was 378 mg/dl. Customer states blood glucose at the time of call was 460 mg/dl. Customer experienced symptoms such as nausea. Customer treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer report customer does not allege pump was under delivering. The product will not be returned for analysis.